Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the overlay to the screen was smashed. The power cord did not work. The power cord was damaged with the insulation open. Case parts were damaged. Concomitant: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the screen and handle were broken. It was also reported the power cord was frayed. The programmer was returned for repair. There was no patient involvement.